Event description:
It was reported that during device preparation and prior to use in the anatomy, the balloon was noted to have a leak. There was no patient involvement, and there was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for a leak include, but are not limited to, materials, loose connections, balloon or shaft rupture, damaged threads on the hub, faulty inflation device, associated devices being used and manufacturing. In this case, the product was not returned for evaluation, which may have assisted in the investigation. It is possible that the balloon material was damaged as a result of handling during preparation; however, a conclusive cause cannot be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for balloon damage or leaks/rupture reported for this lot. This suggests that there are no lot specific product quality deficiencies. All stent delivery systems are subjected to a visual inspection. In addition, the products are leak tested during manufacturing. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.